Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 5 sensors (serial numbers unknown), and all sensor issues have been captured under this submission. The device mfg date is unknown. The date entered the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported five adc freestyle libre 2 sensors prematurely detached. Details of the medwatch report are as follows: " last night, was approximately the 5th glucose sensor that came off wihin past 2 month."there was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.